Manufacturer narrative:
The customer's stated problem was verified. The device displayed system fault 102 with a continuous alarm. The pwa will be replaced. (B)(4).

Event description:
It was reported that during use of the cadd-ms® 3 ambulatory infusion pump there was a system fault, call for service.